Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the pump auxiliary alarm failing. This was due to a problem with the bt2 internal battery. The pump was repaired and returned.

Event description:
The initial reporter stated that they tested the auxiliary alarm and that it failed to alarm during the testing. The initial reporter stated at that time that because this occurred during testing, no patient was involved. (B)(4).